Manufacturer narrative:
Device evaluation. It was reported a green particle was observed in the product flow path within the needle hub connection. As a physical sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were received for evaluation by our quality team. Two photos show a needle assembly with a green colored particle in the needle hub. The other photos show an ftir chart; the chart does not provide details of the % matching of the particle that was tested. No other information could be obtained from the photos. A device history record review was completed for provided material number 305211, possible lot numbers 4031348, 2299450 and 3158854. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #305211, batch # 4031348. It was reported by the customer that the one syringe returned with green particle observed in product flow path within the needle hub connection verbatim: rcc received a complaint via email. On 15jan2025*****was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm- syringe. On 27jan2025, one syringe returned with green particle observed in product flow path within the needle hub connection filter needle, catalog: 305211, lot:4031348, customer responded on 21-apr. 1. Can you please provide an exact date of event in format mm-dd-yyyy? 15jan2025. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. N/a. 3. Could you please confirm if there are any samples available to send to bd for investigation? Sample will not be forwarded at this time.

Manufacturer narrative:
(B)(4) follow up: it was reported a green particle was observed in the product flow path within the needle hub connection. To aid in the investigation, three photos, a mounted green particle (provided separately) and an ftir report were received for evaluation our quality team. Two photos show a needle assembly with a green colored particle in the needle hub. The other photos show an ftir chart; the chart does not provide details of the % matching of the particle that was tested. Without additional information required from the ftir, bd cannot confirm if any similar materials used in production would provide similar results. No other information could be obtained from the photos. A device history record review was completed for provided material number 305211, possible lot numbers 4031348, 2299450 and 3158854. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed.